Event description:
During infusion of chemotherapy, pt reported swelling in chest over the catheter. Xray done which showed leakage of fluid from white lumen along the tunnelled section of the line. No leakage was observed from the red lumen.